Event description:
On (B)(6) 2012, the reporter contacted animas stating that on (B)(6) 2012, the patient experienced a blood glucose (bg) value in the range of 3.5mmol/l to 3.9mmol/l with no symptoms. The patient reportedly treated the low bg via oral carbohydrates. It was noted that the patient is currently fine. The patient denied troubleshooting the pump and stated that her low bgs were not due to the pump but was due to her active job and not eating that day. There was no indication of a pump malfunction. This complaint is being reported due the patient experiencing a hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no activity related to the complaint recorded. Only typical usage alarms and warnings were recorded. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.